Manufacturer narrative:
Results: failure to deliver stent and stent deformation; severe stenosis and calcification; deformation. Conclusions: severe stenosis and calcification; failure to deliver stent and stent deformation. (B)(4).

Event description:
The physician was using an endeavor resolute rx coronary drug eluting stent to treat a lesion in the lad. The lesion exhibited severe stenosis and calcification. No resistance noted during delivery of the device to the lesion however, the endeavor resolute was unable to cross. The physician then pre-dilated the target lesion and tried to deliver the device again, but also failed. Device was withdrawn and the stent was noted to be damaged post removal. No further intervention was carried out. No patient complications reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 8th proximal stent segment was raised and deformed. (Endeavor resolute is distributed outside the united states however, it is similar to the united states distributed product resolute integrity)